Event description:
The programmer was reported to be frozen. An investigation is required. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a corruption of the system file.

Event description:
The programmer was reported to be frozen. An investigation is required. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a corruption of the system file.

Event description:
The programmer was reported to be frozen. An investigation is required. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a corruption of the system file.